Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced tongue and throat swelling and anaphylaxis. A pharm d candidate reported that a patient had a taxus express2 stent placed at another facility and came into this facility "over the weekend with tongue and throat swelling and anaphylaxis". The patient was reported to be in the ICU and the complaint reporter was looking for any info on previous treatment of similar episodes. The complaint reporter stated that the patient has a questionable allergy to aspirin with an unknown reaction. The patient was not taking aspirin as far as the complaint reporter was aware. Attempts to contact the complaint reporter were made; however, she is no longer at that facility. The pharmacy department was not aware of this event and could offer no additional information on this event.